Event description:
Related manufacturer report number: 2017865-2022-45318. It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead and inappropriate capture on the right ventricular (rv) lead. Fluoroscopy was performed and revealed lv and rv lead dislodgement. The physician elected to explant and replace the lv and rv leads. There were no patient consequences before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture. The reported event of unacceptable capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract.